Manufacturer narrative:
Product event summary #pli 10: evaluation determined that standard investigation is needed because it was reported that volume discrepancies occurred where the actual residual volume was greater than the expected residual volume. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because standard investigation determined that no device, packaging, quality or design issues occurred. Supporting event information used to make this determination includes the volume discrepancies were found to be within specification. Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
(B)(4): information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (baclofen) with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported on an unknown date a volume discrepancy occurred. It was alleged underinfusion occurred as the actual residual volume (arv) was 7 and the expected residual volume (erv) was 2. It was noted the srv was great than the erv, but was determined to be in spec. The calculated difference was 13.1%. It was noted discrepancies were noted on past refills. On a past refill on an unknown date the arv was 11 and the erv was 5. The calculated difference was 17.1%. The following information was reviewed for underinfusion: consider catheter diagnostics. It was stated patient was asking about potential compensation for possible pump replacement. It was reviewed statistically the catheter was most likely the cause, and asked whether they have done any troubleshooting regarding it. It was unknown whether catheter has been evaluated for patency issues. It was recommended patient contact patient services to ask about concerns related to device replacement, but cautioned that there is a lot of information that is not known yet on this case. No symptoms were reported. (B)(4): additional information was received from a consumer on 2017-feb-16. It was reported that the patient¿s pump was not working and confirmed that the consumer was calling because about the previously reported volume discrepancy. It was indicated that the patient did not think that any diagnostics had been done on the catheter. It was advised that the patient discuss the next steps with her doctor. (B)(4): information received from a manufacturer representative on 2017-feb-22 reported the patient has been referred out for pump replacement. It was noted they have not been notified of when that will be yet. Information received from a healthcare professional on 2017-mar-02 reported patient first started experiencing the volume discrepancies on (B)(6) 2016 and (B)(6) 2017. No symptoms were reported in regards to the volume discrepancies. On (B)(6) 2016 it was verified the expected reservoir volume was 34.3ml and the actual reservoir volume was 34 ml. On (B)(6) 2017 at refill the expected reservoir volume was 5.5ml and the actual reservoir volume was 11ml. Patient was referred for pump replacement. The cause of the volume discrepancies was unknown. It was noted that the volume discrepancies have not been resolved and was in the process of scheduling pump replacement. (B)(4): additional information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 823.8 mcg/day via an implantable pump. It was reported that there was a pump replacement on (B)(6) 2017. The managing hcp suspected a pump malfunction due to getting way more than expected return at pump refills. The managing hcp did run logs and there were no alerts. The hcp did not perform a dye study due to the patient not being symptomatic. It was unknown if there were any environmental, external, or patient factors that may have caused or contributed to the event. The issue was resolved and the patient status was alive with no injury. It was stated that the hcp used gablofen and lioresal (did not use compounded drugs). The patient weight was asked and would not be made available. (B)(4): additional information was received from a manufacturer's representative. The device was returned to the manufacturer for analysis. No further complications were reported as a result of the event.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 823.8 mcg/day via an implantable pump. It was reported that there was a pump replacement on (B)(6) 2017. The managing hcp suspected a pump malfunction due to getting way more than expected return at pump refills. The managing hcp did run logs and there were no alerts. The hcp did not perform a dye study due to the patient not being symptomatic. It was unknown if there were any environmental, external, or patient factors that may have caused or contributed to the event. The issue was resolved and the patient status was alive with no injury. It was stated that the hcp used gablofen and lioresal (did not use compounded drugs). The patient weight was asked and would not be made available.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (baclofen) with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported on an unknown date a volume discrepancy occurred. It was alleged underinfusion occurred as the actual residual volume (arv) was 7 and the expected residual volume (erv) was 2. It was noted the srv was great than the erv, but was determined to be in spec. The calculated difference was 13.1%. It was noted discrepancies were noted on past refills. On a past refill on an unknown date the arv was 11 and the erv was 5. The calculated difference was 17.1%. The following information was reviewed for underinfusion: consider catheter diagnostics. It was stated patient was asking about potential compensation for possible pump replacement. It was reviewed statistically the catheter was most likely the cause, and asked whether they have done any troubleshooting regarding it. It was unknown whether catheter has been evaluated for patency issues. It was recommended patient contact patient services to ask about concerns related to device replacement, but cautioned that there is a lot of information that is not known yet on this case. No symptoms were reported. Additional information was received from a consumer on 2017-feb-16. It was reported that the patient¿s pump was not working and confirmed that the consumer was calling because about the previously reported volume discrepancy. It was indicated that the patient did not think that any diagnostics had been done on the catheter. It was advised that the patient discuss the next steps with her doctor. Additional information received from a manufacturer representative on 2017-feb-22 reported the patient has been referred out for pump replacement. It was noted they have not been notified of when that will be yet. Information received from a healthcare professional on 2017-mar-02 reported patient first started experiencing the volume discrepancies on (B)(6) 2016 and (B)(6) 2017. No symptoms were reported in regards to the volume discrepancies. On (B)(6) 2016 it was verified the expected reservoir volume was 34.3ml and the actual reservoir volume was 24 ml. On (B)(6) 2017 at refill the expected reservoir volume was 5.5ml and the actual reservoir volume was 11ml. Patient was referred for pump replacement. The cause of the volume discrepancies was unknown. It was noted that the volume discrepancies have not been resolved and was in the process of scheduling pump replacement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The device was returned to the manufacturer for analysis. No further complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.